Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the customer spilt a drink on the pump. Customer reverted to manual injection for insulin therapy. There was no reported impact to blood glucose.